Event description:
It was reported that a non-sustained rv oversensing episode due to suspected myopotentials was observed. It was recommended isometrics testing should be performed to see if oversensing could be recreated. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.